Manufacturer narrative:
After battery installation the insulin pump gave an unexpected full segment display followed by an unexpected constant audio tone alarm due to faulty component on the interface board. No blank display or a13 alarm noted. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display and cosmetic damage on the insulin pump. Customer's blood glucose level was 200 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they dropped the insulin pump on the floor and the device gave out constant tones. Troubleshooting for blank display was performed. Customer removed the battery for 10 minutes, inserted a new battery but the issue was not resolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.